Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a high-pressure alarm that was resolved after trouble shooting but re-alarmed five minutes later. The patient was assisted to use the backup pump to continue the infusion as it was life sustaining. The patient did not suffer from any adverse events due to this malfunction.